Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for intra-uterine contraceptive device insertion. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), pruritus ("chronic skin pruritus"), abdominal pain lower ("pain in the hypogastrium"), photophobia ("photophobia"), ocular discomfort ("eye discomfort"), abdominal pain ("abdominal pain"), headache ("headaches"), dysuria ("painful urination") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (device removed, fallopian tubes and uterine horns removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, breast pain, pruritus, abdominal pain lower, photophobia, ocular discomfort, abdominal pain, headache, dysuria and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, breast pain, dysuria, headache, ocular discomfort, pelvic pain, photophobia and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), pruritus ("chronic skin pruritus"), abdominal pain lower ("pain in the hypogastrium"), photophobia ("photophobia"), ocular discomfort ("eye discomfort"), abdominal pain ("abdominal pain"), headache ("headaches"), dysuria ("painful urination") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (device removed, fallopian tubes and uterine horns removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, breast pain, pruritus, abdominal pain lower, photophobia, ocular discomfort, abdominal pain, headache, dysuria and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, breast pain, dysuria, headache, ocular discomfort, pelvic pain, photophobia and pruritus to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ministerio de sanidad y consumo (es), reference number: (B)(4) on 11-may-2020. The most recent information was received on 19-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for intra-uterine contraceptive device insertion. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), pruritus ("chronic skin pruritus"), abdominal pain lower ("pain in the hypogastrium"), photophobia ("photophobia"), ocular discomfort ("eye discomfort"), abdominal pain ("abdominal pain"), headache ("headaches"), dysuria ("painful urination") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (device removed, fallopian tubes and uterine horns removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, breast pain, pruritus, abdominal pain lower, photophobia, ocular discomfort, abdominal pain, headache, dysuria and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, breast pain, dysuria, headache, ocular discomfort, pelvic pain, photophobia and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: aemps reference added. Product tab updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.